Event description:
It was reported that during procedure, the fiber was fractured during the first use process. The issue had happened while the fiber outside the patient. The procedure was completed with another of same device. The patient's condition following procedure was stable.